Event description:
Patient was receiving morphine 100mg/100ml at 16ml/hr. Rn entered the room to check on the patient and noticed, there was no volume on the morphine IV bag. The rate was set to 16mg/hr (16ml/hr), and a volume of 100ml infused in less than 1 hours. At the intended rate of infusion the bag should have infused over 6.25 hrs. Based on data from the pump, it appears the pump was programmed correctly.